Event description:
The suspect meter exhibited poor precision between three inr readings. The pt was tested four times, some times using the same finger to obtain the blood sample. A lab draw was performed and the blood contained within the syringe was used to run three inratio tests. The following inr results were reported: >7.5, 7.0 and 3.2. Technical support provided training on proper blood sampling and will call back to obtain results of lab draw.